Event description:
It was reported the customer had a button error alarm on the insulin pump. Customer reported they were unable to receive any insulin due to the insulin pump's malfunction, causing them to have high blood glucose. The customer also reported a hospitalization event on (B)(6) 2015. The cause of the customer's hospitalization was from a miscarriage. The customer's blood glucose was over 200 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of hospitalization as the insulin pump was no longer functional. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.